Event description:
Device 2 of 3, reference MFR report: 3008829311-2017-00888, reference MFR report: 3008829311-2017-00889. Additional information received indicated surgery took place on (B)(6) 2017 and the ins was repositioned and secured in the pocket. Impedance measurements taken both prior to and after the repositioning showed no anomalies. Patient is doing well and receiving effective therapy.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00888, reference MFR report: 3008829311-2017-00890. It was reported the patient was hospitalized for an unrelated health condition, but complained her stimulation turned itself off. A field representative met with the patient and diagnostics indicted no issues. Stimulation was turned off at the request of the patient. Surgical intervention may take place at a later date.

Event description:
Device 2 of 3 : reference MFR report: 3008829311-2017-00888, reference MFR report: 3008829311-2017-00890 . Follow-up information indicated the patient was reprogrammed and discussed options with the physician. Patient has opted to retain the system and revise the position of the implantable neurostimulator (ins) due to discomfort.